Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/12/2014 with the following findings: no por¿s observed in the black box. Battery compartment is cracked between bumper pad and cover. A new test battery cap was able fully attach to the pump with no yellow o ring showing. The pump was exercised for 24-hrs with new test battery cap and test cartridge cap; no power issues was duplicated. Current draws are within required range. The total daily dose adds up correctly and reflects the users programmed basal rate. The pump passed a delivery accuracy test and was found to be operating within required specification and delivering accurately. Removed pump cover; no evidence of internal moisture or damage to the power circuit was observed. Investigators were unable to duplicate the complaint. Display screen has a pinkish contrast. Damage to the pump case observed near the upper right corner between display lens and case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2014 reporting that the patient, over the course of time (using this pump since (B)(6) 2011) the pump has shut off overnight approximately 10 times resulting in "hi" bg the following morning. The patient is unable to provide any additional details and no longer has this pump. It was reported that there were no hospitalizations or healthcare professional (hcp) assistance reported for these incidents. The patient continued to wear this pump before, during, and after this occurred. This report is being reported due to the hyperglycemic event the patient experienced due to an alleged power issue.